Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >400 mg/dl (high) while wearing the pod between 4 and 24 hours. It was also reported by the patient that the pod's cannula was bent. Symptoms reported include hyperglycemia, feeling warm, sweaty and more emotional than usual. The patient was treated with regular insulin, a shot of lantus, an insulin drip and IV (intravenous) fluids. The patient was released two days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.